Manufacturer narrative:
Model number/catalog number: sc-2317-70; serial number: (B)(4); batch/lot number: 3161196; model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patients stimulation had shifted due to lead migration. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively.